Event description:
Event description guidant received information that this cardiac resynchronization therapy-defibrillator (crt-d) measured fluctuating impedances through the associated coronary sinus lead. Some measurements were high and out-of-range. An increase in stimulation thresholds was also reported. A guidant technical services consultant recommended troubleshooting for a potential conductor fracture or a loose device-to-lead connection. The local guidant field representative was informed, but is not aware of any action taken or changes to the system.